Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined. The file has been opened from a literature report: comparing rotational stability over time between four monofocal toric intraocular lenses. The study was a prospective, comparative, multicenter (15 sites across the EU), randomized, open-label, monocular design. The company lenses had no rotations greater than 10 degrees reported at any visit interval. Furthermore, 97 percent or more of the company lenses rotated =5 degrees indicating very good rotational stability. This file was for the one company lens that required repositioning due to a dislocated haptic. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that via article, a study evaluating the clinical performance of four different toric iols. The study was a prospective, comparative, multicenter (15 sites across the EU), randomized, open-label, monocular design. The company and non company lenses were the only lenses with no rotations greater than 10 degrees reported at any visit interval. Furthermore, rotations within 5 degrees for company and non company lenses were 97% in contrast to only 90% and 90.7% for the non company lenses, respectively. For all eyes there were 4 secondary surgical interventions. One case of the company lens was involved repositioning a dislocated haptic. Additional information has been requested. Literature citation: ph, comparing rotational stability over time, clinical ophthalmology, 23 april 2025, 19 1345¿1355.